Manufacturer narrative:
The reported event was dislodgment. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. Visual and x-ray examination of the helix mechanism were normal. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing was normal. Visual and x - ray inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2024-70912. It was reported that during an in-clinic follow-up, diagnostic imaging revealed a dislodgement of the right ventricular (rv) and right atrial (ra) leads. The leads were explanted and replaced. The patient was in stable condition.